Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "I have the trx implants and I¿m having serious side effects, all of the stereo forms listed on the documentation plus a few others. I have enlarged breast. I have lumps through my armpit. I have sore bones in my chest, lumps in the back breast. Um like I said enlarged, um headaches, some vision change, not sleeping well, um so just a bunch of different things. But, like I said some big ones are the lumps in my breast. Ones even visible there quite large and I got about nine of them in my armpit um extreme tenderness um you can¿t even brush my breast without it hurting um I¿m very upset about this and if you please give me a call back (number provided), (number provided again) thank you.' Device remains implanted.

Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflation, lump/nodule, pain, visibility/palpability. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported "I have the trx implants and I¿m having serious side effects, all of the stereo forms listed on the documentation plus a few others. I have enlarged breast. I have lumps through my armpit. I have sore bones in my chest, lumps in the back breast. Um like I said enlarged, um headaches, some vision change, not sleeping well, um so just a bunch of different things. But, like I said some big ones are the lumps in my breast. Ones even visible there quite large and I got about nine of them in my armpit um extreme tenderness um you can¿t even brush my breast without it hurting um I¿m very upset about this and if you please give me a call back (number provided), (number provided again) thank you.' Device remains implanted.